Event description:
Pt with skull defect from eosinophilic granuloma. A benign lesion on left frontal skull was removed and pt implanted with norian and resorbable plates. Wound broke down two months post-op. Small washout performed by plastic surgeon, but healing did not occur. All cranioplasty material was removed. This is one (1) of four (4) reports submitted on this event.

Manufacturer narrative:
Synthes is unable to determine the exp date without a lot number. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.